Manufacturer narrative:
Device evaluation the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient was experiencing complications following implant of the intraocular lens (iol). The lens was planned for explant. Further information was provided and stated that the multifocal (mf) lens was centered in the posterior capsular bag at the end of surgery, and was well centered on postop day 1. However, on postop day #4, ((B)(6) 2017), the iol dropped into the vitreous, rendering the patient essentially ''aphakic''. A normal 3-piece monofocal iol would probably have remained stable in the anterior segment, but the 1-piece mf iol has a smaller diameter. The patient was sent immediately to a vitreo-retinal specialist, who performed a ppv, (pars plana victrectomy). The mf iol was removed and a 3 piece pc (posterior capsule) iol was implanted in the sulcus yesterday, on (B)(6) 2017. There were no product issues, the mf lens was not defective. The vision should improve now that the mf iol has beem removed and replaced. No further information was provided.